Manufacturer narrative:
Investigation: a "false positive" results complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving "false positive" result on c. Diff. Retest on other instrument resulted in negative for c. Diff. Field service was dispatched. Field service replaced a side reader and mux and b side mux, ran a periodicity and 5ch test. Instrument was returned to customer functional. The complaint is confirmed. Root cause is due to thermal crosstalk from periodicity runs. No parts were returned to bd for investigation. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trends.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was performed and the result was negative. The customer stated results were not reported out so there was no report of patient impact. Assays used: c.diff; exebp. The following information was provided by the initial reporter: false positives for c.diff. When customer reruns the samples on their other instrument the results are negative. They also still see false positives for exebp for yersina/vibrio. Customer is using fecal swab and takes 10microliters with loop to sbt. Customer is changing gloves after handling sample. There has been no harm to patients and false results have not been reported as customer checks pcr curves.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was performed and the result was negative. The customer stated results were not reported out so there was no report of patient impact. Assays used: c.diff; exebp. The following information was provided by the initial reporter: "false positives for c.diff. When customer reruns the samples on their other instrument the results are negative. They also still see false positives for exebp for yersina/vibrio. Customer is using fecal swab and takes 10microliters with loop to sbt. Customer is changing gloves after handling sample. There has been no harm to patients and false results have not been reported as customer checks pcr curves."